Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked and moisture was present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/28/2016 device evaluation: the device has been returned and evaluated by product analysis on 01/18/2016 with the following findings: the pump's black box data from the time of the alleged issue had been overwritten due to continued use of the pump. The battery compartment was cracked from the threads down to the case seal on the side. Moisture corrosion was observed in the battery canister. The prime steps were performed correctly with no issues. No power interruption occurred during the investigation.